Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy due to oversensing. R-waves and t-waves showed a decrease. Lead was explanted and replaced.